Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and pump error found in the formatted history file due to force sensor zero offset out of spec. The pump was unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis. The customer's blood glucose reading was unknown.